Manufacturer narrative:
Manufacturing site evaluation on-going.

Event description:
Tip of the kerrison broke off in the patient; no patient injury; x-ray was used to retrieve broken piece.

Manufacturer narrative:
Investigation: the kerrison punch was analyzed with the digital microscope by keyence - vhx 5000 (B)(4). A hardness test with (B)(4) was performed. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. The hardness test confirmed the pre-set values. Set point: 420 +110 hv5, upper part: 467 hv5, lower part: 448 hv5. Batch history review: the device quality and manufacturing history records have been checked for the available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: this kind of instruments is designed for delicate use only. It is liable that a mechanical overload situation led to the breakage. The visual investigation and the hardness test indicated that the quality requirements are in the specified tolerance range. Corrective action: according to (B)(4) a CAPA is not necessary.